Event description:
The customer reported that the monitors went blank and the system displayed a communication error; however, after they rebooted the system, it functioned normally. The system had locked-up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.